Event description:
The reporter stated that on (B)(6) 2012, the patient experienced elevated blood glucose (bg) up to 526 mg/dl. The patient's bg after breakfast at around 9 am on (B)(6) 2012 was reportedly 321 mg/dl. The patient was reportedly given a correction bolus via the pump and his bg decreased, but then after lunch began to elevate again and was 526 mg/dl by 9 pm on (B)(6) 2012 despite two corrections delivered via the pump. The reporter noted that with bg 526 mg/dl the patient experienced mild shortness of breath. At that time the patient was reportedly disconnected from the pump and given a correction via syringe. Customer support reviewed the pump with the reporter and found all settings and histories were correct. There were no issues found with the site, set, cartridge, or insulin. The reporter denied any new illness or medications, and denied diet and activity changes. Customer support determined that the reported bg excursion did not involve a possible malfunction of the pump, and advised the reporter to contact the patient's health care provider for assistance with elevated bgs. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
Date of submission (B)(6) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.